Event description:
Device 2 of 3. Reference MFR report #: 1627487-2013-11790, 11792. It was reported the pt is experiencing occasional over-stimulation near the ipg site. Diagnostic testing was performed and revealed low impedance on some contacts. It was also reported the pt is not receiving adequate coverage due to migration of both of her leads. Reprogramming to regain adequate coverage was unsuccessful. The pt will meet with her doctor to discuss the next course of action. Note: in 2011, the pt was in a car accident and the hip area near the ipg was broken.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.